Manufacturer narrative:
The customer requested just a replacement ECG cable with no engineer evaluation.

Event description:
It was reported to philips that the device has a broken ECG cable. There was no patient involvement.